Manufacturer narrative:
A visual and functional test was performed. The test failed due to a defect of the power outlet. The cause for that is that the customer used a non-baxter power cord and liquids were found on the plug. The connector shell was replaced to fix the issue. The surgical table is intended for the following use: patient positioning during surgery, including anaesthesia induction and recovery from anaesthesia. Task-related patient transfer within the operating theatre. For applications in conjunction with intra-operative imaging (e.g. CT, mrt, x-ray) with specific table components. Although there was no reported injury with this event, if the report of device starting fire were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that mobile column trusystem 7500 had the power outlet on the pilar side caught on fire. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.